Event description:
It was reported bd ultra-fine¿ pen needle was not working correctly, preventing needles from being attached to the pen. The following information was provided by the initial reporter: "needles cannot be screwed onto the pen".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd micro-fine¿+ pen needles 31g x 5mm was not working correctly, preventing needles from being attached to the pen. The following information was provided by the initial reporter: "needles cannot be screwed onto the pen".

Manufacturer narrative:
The following corrections were made: d1medical device brand name: bd micro-fine¿+ pen needles 31g x 5mm d4: catalog #: 320594. D4: medical device lot #: 1048105. D4: medical device expiration date: 28-feb-06. H4: device manufacture date: 17-feb-2021. The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 08-jul-2022, h.6. Investigation: 100 sealed 31gx5mm pen needle samples were returned from lot. No. 1048105, cat. No.320594. Functionality examination was carried out on the 30 sealed samples as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.